Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-13830, related. Manufacturer reference number 1627487-2019-13831, related. Manufacturer reference number 1627487-2019-13835, related. Manufacturer reference number 1627487-2019-13836, related. Manufacturer reference number 1627487-2019-13837, related. Manufacturer reference number 1627487-2019-13838. It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the entire system was explanted.